Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscal suturing procedure it was reported that after insertion of the first t anchor, the second t anchor was already deployed from the needle; removal of the second anchor was accomplished and the first one stayed behind in the capsule. A back-up device was used to complete the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).